Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between the pd therapy with the liberty cycler/liberty cycler set and the patient¿s peritonitis event. Peritonitis is well known potential complication in patient¿s receiving pd therapy which can be a result of many potential etiologies. At this time, the cause of the patient¿s peritonitis cannot be determined with the information available. However, there is no allegation nor any objective evidence that a liberty cycler/ liberty cycler set malfunction or product deficiency was associated with this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on peritoneal dialysis (pd) therapy had peritonitis when the patient¿s pd order was asked to be placed on hold. There were no reported allegation that the patient¿s peritonitis was related to any deficiencies with a fresenius device or product. Upon follow-up, the patient¿s pd nurse reported the patient was hospitalized (date not reported) for the peritonitis event. Details surrounding events leading up to and during hospitalization are unknown as per the nurse no additional information would be provided. The cause of the peritonitis was not reported. However, the nurse adamantly stated the peritonitis was not related to any fluid leaks or any issues with fresenius device or product.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.